Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted or explanted. Per facility, the complainant part will not be returned for manufacturer review/investigation. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a 5mm hex flexible screwdriver was being used during an insertion procedure for a proximal femoral nail antirotation (pfna) construct on (B)(6) 2016. The surgeon believed that the set screw was statically locked; however, when the torque limiter was used to lock the screw, another four revolutions were required to lock it off. The screwdriver then became jammed as an attempt to remove it from the jig was made. The surgeon stated that the flexible shaft was catching on the set screw inside of the insertion handle, thus provided false feedback. The procedure was completed successfully with a minimal delay (approximately thirty [30] seconds). The surgeon had originally chosen to use the flexible screwdriver because the t-handle required for use of the torque limiter would hit the patient's hip. Concomitant device(s) reported: pfna nail (part/lot: unknown / quantity: 1), screw (part/lot: unknown / quantity: 1), torque limiter (part/lot: unknown / quantity: 1), t-handle (part/lot: unknown / quantity: 1), and jig (part/lot: unknown / quantity: 1). This report is 1 of 1 for (B)(4).